Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained compounded morphine [10 mg/ml] at a dose of 5.897 mg/day. It was reported the patient¿s pump had turned a few days ago, and she was having pain that started the day of report. The patient stated she saw the health care provider (hcp) a few days ago, and he told her the pump had turned, but they were still able to fill it. The patient stated it was turning a little more. The patient was wondering if she should go to the hospital. The patient was waiting to hear back from the hcp. There was no out-of-box failure reported. Additional information received on (B)(6) 2017 from a consumer (patient¿s family member) reported the patient was trying to see a do ctor at the pain clinic, but the doctor was not there that day. The consumer stated the patient had fallen 3 times over the weekend on (B)(6) 2017, and a couple other times over the weekend. The consumer was concerned that the pump had moved in the stomach and maybe there was an issue with the spine. The consumer stated the patient had tried going to the emergency room previously on an unknown date not for the event, and they didn¿t know anything about the pump. No interventions were mentioned. No symptoms were reported by the consumer. The consumer stated he would maybe see if the doctor was in the next day. The consumer reported the patient¿s intrathecal drug information was an unknown brand of morphine [10 mg/ml] at a dose of 8.57 mg/day. No further patient complications were reported.